Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. The physician was loading the taxus express2 3.5x24mm drug eluting stent during prep when he felt the stent catch on his glove. He noticed that a strut on the distal end was flared. The damaged device was exchanged for another taxus stent and the procedure was completed. No pt complications occurred as there was no contact with the pt.